Manufacturer narrative:
The user facility did not keep the actual sample used on this patient. They did return a sample from the lot that they think the event occurred with. Smiths medical asd, inc. Has not received any similar reports on this device catalog number. An initial function test has been performed and nothing was out of specification.

Event description:
During use the tracheostomy tube was pretested successfully, however, during use tidal volume dropped and had to do an emergent tube replacement. The new tube was put in and no patient injury reported.